Manufacturer narrative:
Device analysis report attached. This report is submitted on july 10, 2024.

Manufacturer narrative:
This report is submitted on june 05, 2024.

Event description:
Per the clinic, the device was explanted on (B)(6) 2024 due to electrodes out of cochlea and intermittencies to the internal device. The patient was reimplanted with another cochlear device during the same surgery.